Event description:
It was reported that during a knee arthroscopy, the dll controller's prongs were broken. The procedure was completed with a significant delay. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h2: additional information on b5.

Event description:
It was reported that during a knee arthroscopy, the dll controller's prongs were broken. There was not backup device available, therefore the procedure was cancelled. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and port a has a bent guide key. Complaint of damaged port was confirmed. Port a has a bent guide key and the test mdu cannot be inserted into it. The complaint investigation has concluded that port a has sustained physical damage. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.